Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had a non-specific malfunction one month post implant, delivered inappropriate shocks, and emitted beeping tones 4 months post implant.